Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Initial reporter: postal code a leading 0 was added to adjust for minimum formatting spaces needed, and phone number adjusted for formatting spaces, (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed false elevated chloride results processed on the architect c4000 compared to another method. (B)(6). No specific patient information provided. No impact to patient management was reported.

Manufacturer narrative:
The account stated by replacing the calibrator, flushing the ict and the module, the samples gave normal results. A review of tickets determined that there is no other complaint for this lot of ict sample diluent. A search by lot number did not find any similar tickets. Trending review determined no adverse trend for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or product deficiency was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.